Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40and will be reported in the united states under bipap a40, 501k number: k121623.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete. The bipap a40 pro is substantially similar to the bipap a40and will be reported in the united states under bipap a40, 501k number: k121623. The device was evaluated by the manufacturer's product investigation laboratory (pil) and the error logs were inspected by pil. Zero ventilator inoperative alarms were found in the error logs or alarm log display. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The recall number is: z-1813-2024 updated in this report.